Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd plastipak¿ syringes had issues with stopper deformations. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "they found deformation in the rubber stopper of the plunger".

Event description:
It was reported that 20 bd plastipak¿ syringes had issues with stopper deformations. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "they found deformation in the rubber stopper of the plunger."

Manufacturer narrative:
H6: investigation summary: four photos received by our quality team for investigation. Upon visual evaluation, a poorly assembled stopper are observed. No other defects or issues can be observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.